Manufacturer narrative:
(B)(4). Batch # p5652h. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 16 drivers up and the remaining drivers were down with staples present. In addition, the left gripping surface was broken off making the reload nonfunctional. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: picture received shows an anvil half part of a device, the batch number p5652h can be seen, and two unformed staples can be appreciated. Based on the photo alone the event describe is confirmed.

Event description:
It was reported that during an open hepatectomy procedure, could not fire the device. Some of the staples fell off with straight leg. All of the staples were retrieved. Another device was used to complete the surgery. There were no adverse consequences to the patient.